Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma. These are a known potential adverse events addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿rupture¿, ¿hardness of left breast¿, ¿intermittent left medical breast lump¿, and ¿fluid contained within the fibrous capsule is almost certainly related to the implant rupture although the rare entity of breast associated lymphoma can present with an effusion." The device remains implanted.